Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed component (annex g) code is mechanical (g04) - provisional bottom visual inspection of the returned provisional showed repeated use (nicked/gouged) and the lateral side of the device and corner of the post had fractured off. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional fractured during a knee arthroplasty. No adverse events were reported as a result of this malfunction.